Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred. Six cubies in main drawer 2.2 had read, write, or invalid cubie memory errors. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that six cubies had read, write, or invalid cubie memory. A field service engineer confirmed the failed cubies in storage space configurations, pulled the station out, removed the back panel, reset and reconnected the rowboard cables, connected the bus cable, logged into hardware test application, ejected all cubies from the drawer, reinserted the cubies one at a time through the application, and had the customer log in to recover the storage spaces. The system functioned as intended after the field service engineer repaired the device.